Manufacturer narrative:
Evaluation summary: the fogarty embolectomy catheter was returned without the packaging. There were no missing components. Upon visual examination, the balloon was noted to be damaged, however, was not missing as reported by the customer; the balloon had been pulled out from under the proximal windings. There was also no puncture in the balloon latex, as reported by the customer. The proximal windings were separated and the proximal bushing slipped distal from its normal position. The inflation lumen appeared to be occluded. A cut down was performed on the inflation lumen to determine the cause of the occlusion. The inflation lumen was found to be collapsed under the proximal bushing, due to what appears to be the proximal bushing being dislodged and pushed distal on the catheter tip. With the damaged area removed, the inflation lumen was patent in the remaining section. There is no evidence of a manufacturing defect; this condition may occur when the maximum recommended pull force of 2.0 lbs. Has been exceeded per the product directions for use (dfu). The dfu instructs the operator on withdrawal of the catheter "remove the occlusive material by gently withdrawing the catheter. During withdrawal, it is important to adjust the balloon diameter to the varying arterial diameters by controlling the inflation volume." The dfu also cautions the operator not to exceed the maximum recommended pull force during withdrawal.

Event description:
Reportedly, during an av graft declot, the balloon remained inflated within the graft. The physician had to go in percutaneous to the balloon and pop it. The balloon remains in the patient.